Event description:
The suspect meter showed variation in test results when compared to the lab. Test results reported as follows: inratio = 3.4;lab = 2.6. Patient will continue to run corelations tests. Further follow up to be performed.